Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/9/2021. H.6. Investigation: two syringes were returned in a 0.3ml 31 gauge 8mm syringe pouch from lot # 0090638. Both syringes were returned fully intact. The plunger cap was returned with both syringes. Each syringe¿s needle shield could be removed with sufficient effort. The shield could be removed without damaging the connection between the needle hub and barrel. No signs of use or defects observed. A needle shield pull force test was performed on both syringes. These needle shields required 2.57 lbs and 3.88 lbs of force to be removed. The specification states that all pull forces within the range of 0.85 lbs to 5.95 lbs are acceptable. With the needle hub attached and the needle shield within specification, the report of the hub separating from the barrel could not be confirmed. A review of the device history record was completed for batch # 0090638 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200894508] noted for out of spec shield pull. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that syringe 0.3ml 8mm 90 bx 450 mo needle hub separated. The following information was provided by the initial reporter: material no. 328291. Batch no. 0090638. It was reported that needle hub separated when shield was removed and the needle shield is hard to remove.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 8mm 90 bx 450 mo needle hub separated. The following information was provided by the initial reporter: material no. 328291, batch no. 0090638. It was reported that needle hub separated when shield was removed and the needle shield is hard to remove.